Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with inflammation, swelling, at the needle puncture site, which occurred the day after the sensor had been inserted in the arm. The parent brought the patient to see a healthcare provider and was prescribed antibiotics and a topical ointment; the parent could not provide any other information about the name or dosage. The parent stated that the child was feeling better after taking the medication and applying the ointment. No additional event or patient information is available.